Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 13-sep-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown morphine 20mg/ml at 7.76mg/day. It was reported that the patient reported that she was seen in the clinic approximately two weeks ago for a routine follow-up. During that visit, she was reporting increased pain and some symptoms of nausea and vomiting. At that clinic visit, the physician performed a catheter access study and found the catheter to be non-patent; negative catheter aspiration occurred. The patient was scheduled for a catheter revision with routine pump replacement due to the elective replacement indicator (eri) being less than 3 months. The patient was taken to the operating room (or) on 2025-11-10 for a planned catheter revision and the routine pump replacement. There were no allegations against the existing pump. The physician began by opening up the existing pump pocket and dissecting down to the existing pump and proximal segment. The physician removed the pump from the pocket and attempted to aspirate from the catheter access port (cap), but still had negative return of cerebrospinal fluid (csf). The physician then cut the catheter at the pump connector, but because there was no csf spontaneously dripping, he opted to go ahead and replace the catheter at this time. The existing catheter was folded over on itself and tied off in multiple locations and abandoned within the pump pocket; the only part that was removed was the pump connector piece. The physician then proceeded to open up a midline lumbar incision. The physician was given a new 8780 catheter kit, which he placed at t10. The new spinal segment was tunneled to the existing pump pocket and connected to the new pump. The pump was placed back within the existing pump pocket and a catheter aspiration was performed with positive return of csf. Incisions were then irrigated and closed. The new 8780 catheter length was 114.3cm with a volume of 0.251ml. Because the cause of the catheter obstruction could not be determined, the physician reduced the patient's intrathecal dosing to prevent symptoms of overdose/toxicity. The new drug concentration was morphine 5mg/ml. The new simple rate was 0.3mg/day. The physician activated the personal therapy manager (ptm) at a dose of 0.1mg with a one hour lockout an maximum of 16 activations per day. As previously noted, there were no allegations regarding the previously implanted pump. The physician declined to return for analysis and the pump was discarded. Environmental, external, or patient factors that may have led or contributed to the issue were not applicable. At the time of this report, the issue was resolved.